Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for an evaluation, the device failure could not be confirmed. Therefore, the root cause could not be determined. However, the procedure was likely prolonged due to the additional time and work involved with retrieving the balloon that was dislodged in the patient¿s lungs. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5. Please see updates to the following fields: b2, b5, d1, d4, d10, e2, e3, g2, h6. The suspect device was discarded and will not be returned to olympus. This report has been submitted by the importer under this MDR report number 2429304-2023-00206-1.

Event description:
Additional information was received from the customer. The customer clarified that the needle was placed through the biopsy valve and upon exiting the channel at the end of the scope, the needle pushed off the endobronchial ultrasound (ebus) balloon during a diagnostic ebus. The balloon was retrieved from the patient's lung, a new balloon was placed, and the procedure was completed with a delay of no more than 30 minutes. No further patient impact was reported. The needles were properly discarded after the case. Initially, it was thought that the pack of balloons was defective.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00206.

Event description:
The customer reported to olympus that the single use aspiration needle na-u401sx refused to come out of the chamber correctly which caused the endobronchial ultrasound (ebus) balloon to come off into the patient's lung during an unknown procedure. This reportedly caused additional time and work. Additional information has been requested but no further information was obtained. This event is reported under the following related patient identifiers: (B)(6) - needle with unknown model number. (B)(6) - bronchovideoscope with unknown model number. (B)(6) - balloon with unknown model number. This medwatch report is for (B)(6).